Manufacturer narrative:
(B)(4). Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised forced sensor system and excessive no delivery test or verify device deficiency anomaly due to buttons not responding.

Event description:
Customer reported via phone call that they had sensor error. The customer¿s blood glucose level was 145 mg/dl at the time of the incident. Customer¿s other blood glucose value was 61 mg/dl. Customer was treated with carb intake. Customer declined to troubleshoot for low blood glucose level. The insulin pump will not be returned for analysis.